Event description:
The advocate stated that the customer received a blood glucose reading of 306 mg/dl using her contour meter. The customer was given insulin based on the reading. An hour later, the customer's glucose was retested and the reading was 47 mg/dl. The advocate called paramedics who arrived within a few minutes. Paramedics tested the customer's glucose at 165 mg/dl using their meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.